Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo of the information sticker on a product lidstock. The complaint could not be confirmed based on this photo and full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit cautions the user, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture". Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate , the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during arterial line placement, the wire passed easily and the catheter was threaded into the artery. Resistance was encountered when removing the wire. The wire was rotated and came out easily. On inspection, the distal end of the wire appeared frayed. An x-ray was obtained of the patient's wrist which demonstrated retained wire in the radial artery. Vascular surgery was consulted and the patient was taken to the operating room to remove the retained wire fragment. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during arterial line placement, the wire passed easily and the catheter was threaded into the artery. Resistance was encountered when removing the wire. The wire was rotated and came out easily. On inspection, the distal end of the wire appeared frayed. An x-ray was obtained of the patient's wrist which demonstrated retained wire in the radial artery. Vascular surgery was consulted and the patient was taken to the operating room to remove the retained wire fragment. The patient's condition is reported as fine.